Event description:
Per the clinic, the patient experienced skin breakdown and infection at the implant site. Subsequently, the patient was treated with oral antibiotics for 10 days (specific date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.